Event description:
On 7/16/99 a hospital nurse reported that at least four pts' bronchoscope lavage cultures were positive for aspergillus. One pt was treated with antifungal agents prophylactically. One pt, whose bronchial lavage cultures was reported positive for both tuberculosis and aspergillus, was in the intensive care unit. The hospital nurse does not know about her condition or the treatment being rendered. To the best of her recollection, the pt was not ill prior to her bronchoscopy procedure.